Manufacturer narrative:
Product analysis: the remote monitor model# 24950jlq, serial#: (B)(4) was returned and analyzed. The monitor was received with visible burn marks on the outer enclose. The enclosure bottom and top were fused together. The monitor was powered on and a manual interrogation and transmission was completed. The power supply was measured at 4.86v. Visual inspection revealed exterior burn damage. No visible damage to the base or reader pcba, or other components. In conclusion, the burn damage was observed on the exterior of the monitor and could not confirm the customer's complaint of the monitor starting a fire. No defect found (ok). No abnormality observed that suggested any potential cause related to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Event description:
It was reported that the remote monitor was sitting on the patient¿s bedside table and when the patient entered the room there was a fire. The patient was able to extinguish the fire with a fire extinguisher. The patient had fire damage and home owners insurance denied the claim due to product malfunction. The monitor is being returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.